Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported perforation appears to be related to procedural condition. Perforation is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. Upon inserting the triclip steerable guide catheter (tsgc), a perforation of the vessel was observed. In the physician's opinion, the perforation occurred during the insertion of the dilator. Therefore, the device was removed and the procedure was discontinued. Tr remained at a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.